Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is experiencing pain at the ipg site. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
The event of pain at ipg site was reported to abbott. The ipg was repositioned. Issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred on (B)(6) 2021 wherein the ipg was repositioned to resolve the issue.